Manufacturer narrative:
Product analysis: the hawkone device was returned for evaluation. The device returned connected to a cutter driver. The device was removed from the returned packaging for visual inspection. The device was returned connected to the cutter driver. The device was removed from the returned packaging for visual inspection. The device was returned connected to the cutter driver. It should be noted that the torque shaft was bent under the strain relief. Inspection of the distal assembly revealed that the distal housing contained biological debris. The cutter was noted 0.4cm distal to the cutter window. The cutter driver was activated, and the cutter was retracted into the window however it was noted that the cutter was not retracted. It was found that the cutter had fractured from the drive shaft. Inspection of the drive shaft revealed twisting of the coils and the fracture was ductile in nature. The housing was cut and it the cutter was removed. The cutter measured approximately 0.4cm in length. The crimps were present on the end of the cutter assembly and it was noted a section of the drive shaft remained attached to the cutter assembly. The fracture face of the distal assembly was also duct ile in nature. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone with a 7fr sheath and 0.014 spider fx embolic protection device. During treatment of a 40mm calcified lesion in the patient¿s proximal right anterior tibial artery of diameter 3 mm. Moderate tortuosity and severe calcification are reported. Lesion exhibited 99% stenosis. IFU was followed. The device was prepped without issue. Pre-dilation was performed. Following completion of a few passes, the cutter / packer is reported to have broken and would no longer work. The thumbswitch stopped working while the device was in use in the patient. The cutter was retracted into the housing for safe removal of the device from the patient. No detachment occurred. On removal the cutter was inspected, and it was observed it wouldn't cut or spin and problems were noted with the cutter window. No pieces of the cutter were noticed to be missing. A second device was used and the same issue was noted. The device was replaced with another hawkone. Post-dilation was performed. Procedure completed successfully with good result. No patient injury reported.